Manufacturer narrative:
(B)(4). Results of investigation: the suspect faulty user interface module was returned to the carefusion failure analysis lab where the reported issue was reproduced and isolated to the voltage on the coin cell battery being low, causing the display to not power on.

Event description:
The customer stated that the user interface module on this unit powers up intermittently. It is unknown if there was any patient involvement at the time of the incident.